Event description:
"The bag was broken during the procedure and a piece remained in abdomen, afterward the surgeon retrieved the piece with difficulty because it's not radiopaque."

Manufacturer narrative:
In the absence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard manufacturing and testing procedures. As a result, we are concluding our investigation and closing this incident file. This document represents our initial and final report.